Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a m83 pump a vs. B volume error alarm during fill 1 of 4. A fluid leak was subsequently discovered. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from the cassette. The film on the back of the cassette appeared loose upon removing it from the cycler. The patient was connected during the incident. The cause of the leak is unknown. Upon followup the patient confirmed the reported event of fluid leaking during their treatment. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) . The patient confirmed they have continued using the cycler for their pd treatment without issue since. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a m83 pump a vs. B volume error alarm during fill 1 of 4. A fluid leak was subsequently discovered. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from the cassette. The film on the back of the cassette appeared loose upon removing it from the cycler. The patient was connected during the incident. The cause of the leak is unknown. Upon followup the patient confirmed the reported event of fluid leaking during their treatment. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) . The patient confirmed they have continued using the cycler for their pd treatment without issue since. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection using a microscope, a hole was found in the film. This kind of damage could have several causes: the pump door is sharp and closes unexpectedly during set up, stress and strain on the film during the teach pump when the mushroom head is fully extended against the cassette dome (especially with a large misalignment between the cassette and pump), a finishing problem due to a sharp point created or the cassette having mechanical damage, or shipping/transportation damages to the product. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Based on the investigation findings, the complaint was confirmed.